Manufacturer narrative:
Product analysis: analysis identified that the hinges of the programmer were damaged. It was also found on analysis that the stylus was worn and not working. The display was noted to drop down, the upper and lower bullets were missing, the right latch cord bay, cord bay, upper and lower handle, front latch base keyboard, both keyboard hinges, both keyboard side rails were broken. The keyboard was damaged. The light emitting diode (led) screen was loose. There was a cut in the rf cable, the shielding was visible however the rf head was noted to be working properly. The anti slip layer was ripped off the rf head label. The medtronic logo button was missing. Errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer returned into service and subsequently tested out of specification during manufacturer analysis. There was no patient involvement.